Event description:
Pt underwent an acl in september 2003. Implanted a polysorb mensical staple xls. Six days later, pt was admitted to the hospital for an infection. Staples removed. Culture performed. Indentified b. Hemolytic strep. Procedure: acl repair.